Event description:
It was reported that there were unspecified issues with the usb port on the pump that was causing issues charging the pump due to customer having difficulties fitting and plugging the charging cord in. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.